Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had past issue, longevity allegation. Implantable neurostimulator (ins) battery only lasted 1 to 1.5 years and that was not how long they were told that it would last. Issue was resolved by implantable neurostimulator (ins) being replaced. The date that the ins was discovered that it was not working was unknown. Other relevant medical history includes other chronic/intract pain(trunks/limbs)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.